Event description:
An 87-yr-old resident with alzheimer's disease was using the walker in the hallway of the facility on 10/20/93. Resident got the walker tangled in another resident's wheelchair, causing the walker to tip over with the resident hitting the floor on the right side of her face. Sustained right eye injury and lacerations below the chin, near right eye and on both wrists. Resident is scheduled for right eye aspiration 10/22/93.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.